Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a delivery anomaly and that the device was not delivering insulin. The customer's blood glucose level was 450 mg/dl. The customer treated with a manual injection. The customer performed troubleshooting but did not find any anomalies. The customer performed the displacement test and it passed. The customer agreed that the device was working as designed. The customer stated he would monitor his readings and device. Nothing was replaced or returned for analysis.